Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and field service engineer (fse)'s field evaluation. Fse could not replicate the issue was the system was verified. The fse¿s service visit did not reveal any issues related to the customer reported event. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse examined the monopolar foot pedals and found no issues with switches sticking or pedals binding. No damage to cables as well. Verify operation using erbe activation test and test drove the system. The system was tested and ready for use.

Event description:
It was reported that during a laparoscopic portion of the colon resection when the surgeon would release the vision side cart foot pedal the monopolar handheld scissors would still apply energy. Site replaced the monopolar cord and switched to a different generator to complete the lap portion of the procedure and were currently using the erbe in the procedure and are not encountering any issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The procedure was not converted and utilized the laparsocopic scope to initiate insufflation with no injury to the patient. Site called for support and stopped using the foot pedal.